Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported break and leak were unable to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the difficulties appear to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a lesion in an unspecified coronary artery. The indeflator could not inflate the balloon catheter. The seal (o-ring) in the luer appeared to be broken. The indeflator was able to tighten/connect with the balloon catheter, but the contrast would not enter the balloon catheter. Therefore, the indeflator was exchanged with a new indeflator to continue the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.